Manufacturer narrative:
Did not occur in surgery. Product is an instrument. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales rep reported that during inspection of the kit, it was noticed that the driver was marred. No further info is available.